Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-01759. The coil is implanted in the patient.

Event description:
On (B)(6) 2016, the patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician noticed mild thrombus formation around the smart coils mass hat were implanted in the patient; therefore, the physician attempted to use thrombolytics to treat the thrombus. However, a follow up angiogram showed persistent thrombus; thereafter, the physician used non-penumbra devices and additional thrombolytics to treat the patient. The event was considered resolved on (B)(6) 2016, and the patient¿s health status was considered stable; therefore, the patient was discharged on (B)(6) 2016. The device-related adverse event (thrombus formation) adjudicated to be was unrelated to the disease state, definitely related to the angiographic procedure, and possibly related to the smart coil system. On (B)(6) 2016, the patient was hospitalized due to a mild subarachnoid hemorrhage (sah) and mild seizure. Both events were considered resolved on (B)(6) 2016. The subarachnoid hemorrhage was adjudicated by the physician as having a possible relationship to the disease state, probably relationship to the procedure, and possible relationship to the smart coil system. The seizure was adjudicated by the physician as having a possible relationship to the disease state, procedure, and smart coil system. This event was also indicated as an unanticipated serious adverse event.

Event description:
On (B)(6) 2016, the patient was hospitalized due to a moderate acute ischemia in the left basal ganglia and left occipital lobes. The patient underwent an angiogram and treated with plavix. The patient was considered stable and discharged on (B)(6) 2016. The moderate acute ischemia was adjudicated to be unrelated to the disease state, probably related to the angiographic procedure, and possibly related to the smart coil system.